Event description:
It was reported that the patient was looking for a new pump managing physician as his prior physician had retired. The patient had had the flu for a while and had ¿totally forgot about his pump refill¿. The patient was one day past his low reservoir alarm date. The patient stated that the low reservoir alarm occurred when there was 2 mls left in the pump. The low reservoir alarm date was set for (B)(6) 2014. The patient had not actually heard the alarm because, he lost his upper frequency hearing. The pump was delivering morphine, lioresal, and clonidine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot# j10875r29, implanted: 2001 (B)(6); product type catheter. (B)(4).